Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed message ¿ventilator inoperative". The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator displayed message ¿ventilator inoperative". A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit failed the circuit pressure test portion with "inspiratory autozero solenoid not operational" message, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the device entering buv and then inoperative ventilator status was isolated in the field to a potential fault in the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated section d9 updated to part return section h6 evaluation codes updated due to analysis of returned part method code (annex b) added additional code result code (annex c) add additonal code conclusion code (annex d)- remove d02 and add d0203 component code (annex g) - remove g02005 and add g0201205 h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated background codes indicating backup ventilation. Subsequently when the biomed started up the ventilator, the ventilator displayed "vent inop", sst not allowed, settings locked. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit failed the circuit pressure test portion with "inspiratory autozero solenoid not operational" message, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The ifm pcba was attached to test ventilator and powered up. Unit failed the circuit pressure test portion of extended self test(est) and continued to do so after several retests.analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the device entering buv and then inoperative ventilator status was isolated to faulty so1 on the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update: it was reported that, while in use on a patient, this 980 ventilator generated background codes indicating backup ventilation. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury. Subsequently when the biomed started up the ventilator, the ventilator displayed "vent inop", sst not allowed, settings locked.